Event description:
The customer stated that he went to the hospital due to blood glucose levels above 600 mg/dl. The customer stated that he gave himself an injection and his blood glucose levels came down. However, when he went back on the insulin pump, his blood glucose levels elevated again. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.